Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04741.

Event description:
It was reported that the patient has underwent an initial right hip arthroplasty. Subsequently, the patient was revised approximately 10 years later due to metallosis. It was noted the blood serum cobalt and chromium levels were elevated. During revision non purulent serous fluid and discolored tissue was noted in the hip space.attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: biomet cup cat#us157852 lot#151290 biomet taper cat#139254 lot#844730, biomet mod head cat#157446 lot#843560, biomet stem cat#11-103204 lot#939100.

Manufacturer narrative:
Upon reassessment of the reported event, the taper adapter was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the taper adapter was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.